Event description:
During a baxter evaluation, a pump alarmed system error 105. There was no patient involvement, as the alarm was experienced during testing.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom, determined to be caused by a failed motor flex. The motor assembly was replaced.